Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(4) 2024, it was reported that the patient experienced loss of consciousness without previous symptoms and the cgm reading was round 205 mg/dl and there was no bg taken. Around 2 pm the patient´s wife called the paramedics. The paramedics arrived in less than 15 minutes and they took a bg reading which was 50 mg/dl. They treated the patient with IV glucose and waited 10 minutes. Then they took another bg which was 400 mg/dl. The paramedics advised the wife to treat the patient with food and confirmed that the patient was doing okay and awake before they left. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.